Manufacturer narrative:
(B)(6). (B)(4). The product was not returned to manufacturer for evaluation but submitted product images reveals that it appears to show clear image.

Event description:
It was reported that on (B)(6) 2015, patient with lumbar disk herniation (level: l4 to l5) underwent discectomy under the endoscope with the use of the medical device (scope) and the competitor's product (camera unit). Intraoperatively: the operator experienced "difficulty in seeing" the images projected by the medical device. The operator replaced the medical device with other; however, projection did not improve. As a result he conducted decompression under direct vision. Post op a scratch was found on the scope tip. No complications reported.